Event description:
During index procedure, the patient had one endeavor sprint rapid exchanged (rx) drug-eluting stent successfully deployed at distal circumflex. Approximately 2 months 1 week post index procedure patient experienced a gi bleed which was not treated. Investigator indicated that there was no relationship with the study product. Approximately 7 months 3 weeks post index procedure, patient experienced a stroke which was treated by a dose of drug. Investigator indicated that there was no relationship with the study product. A 12 month follow up confirmed no adverse events.

Manufacturer narrative:
Evaluation: results inherent risk of procedure (haemorrhage and cva/stroke). (B)(4).

Manufacturer narrative:
Patient also had a history of prior myocardial infarction.